Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and no external power alarms was confirmed via analysis of the submitted log file; however, the reported alarms were not reproduced during evaluation of the returned heartmate ii system controller (serial number: (B)(6) ). The log file contained approximately 3 days of data (01oct2021 ¿ 04oct2021 per the timestamp). Atypical power cable disconnect alarms that were not associated with power source exchanges were active and due to power cable faults activating; the alarms were active on both power cables and resolved shortly after activating each time. Atypical no external power alarms were captured throughout the log file while the controller was connected to external power; the alarms resolved shortly after activating each time. The alarms did not affect the controller¿s ability to support the pump at the set speed. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced, including when manipulating the power cables by hand. A continuity test was performed on both power cables and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate ii system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate ii system controller was shipped to the customer on (B)(6) 2019. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the pump stops, driveline disconnected, no external power, power cable disconnect and replace system controller alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller and the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including inspecting the system controller and the system controller power cables. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced frequent advisory notifications while walking on battery power on (B)(6) 2021. Interrogation revealed many power cable disconnects, which continued after replacing clips and batteries. It was further reported on 5oct2021, that no alarms had recurred since exchanging the system controller.